Event description:
Attempted to implant a lens but it broke as it was being pushed through the injector. There was no pt contact or injury. The model and lot numbers for the injector and cartridge used were not provided by the facility.